Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The customer later informed physio-control that they believe that the reported issue may have been caused by user error. The customer tested the device on-site and was unable to duplicate the reported issue. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and had the 4-lead ECG cable connected to the patient when the device's display went black. The customer also reported that the device was attempting to shock the patient when there was no shockable rhythm. As a result, defibrillation therapy may have been unavailable or the improper defibrillation therapy may have been delivered. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contacted the customer to request the patient information. No additional patient information has been provided.

Manufacturer narrative:
Section g5 combination product of the initial medwatch report indicates: blank section g5 combination product of the initial medwatch report should indicate: no

Event description:
The customer contacted physio-control to report that they were using this device on a patient and had the 4-lead ECG cable connected to the patient when the device's display went black. The customer also reported that the device was attempting to shock the patient when there was no shockable rhythm. As a result, defibrillation therapy may have been unavailable or the improper defibrillation therapy may have been delivered. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contacted the customer to request the patient information. No additional patient information has been provided.